Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reported noting a burning smell in a pt's room. The pt was moved along with the pt data module (pdm) to a new room. The staff discovered a burned area on the pdm and immediately switched the pdm with a new pdm. The area on the pdm is a burn area 1/2 inch in diameter (round area about the size of a nickel). The customer reports there was no loss of monitoring. There was no reported pt injury associated with this event.